Event description:
The shoulder stem did not fit proximal humerus in a satisfactory way for the surgeon, causing a 40 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.